Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0118538v, implanted: (B)(6) 2001. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported there was a lack of therapeutic effect. It was noted the patient had a lack of therapeutic effect ever since implant. The patient was having the system removed (B)(6) and they planned to redo the system eventually. They think the lead location is the issue. Reprogramming was tried but did not resolve the issue. Follow up reported the entire system was explanted. Further follow up reported the patient was doing fine and that they would eventually be implanted again but the date had not been set yet.